Event description:
It was reported that the subject device was leaking at the channel tube. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5 - updated verbiage d5 - other - olympus e2 - non-healthcare professional e3 - no g3 - correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10/11/2024yyyy this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probably cause of the reported event of no image was likely attributed to moisture or water entered the device and damaged the image sensor unit. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited no image. There were no reports of patient involvement.